Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during a glucose tolerance test on a patient, the nurse noted that the there was a leak of insulin from the port closest to the patient. There is no report of patient harm. Received a copy of the customer's medwatch report from the FDA which states, "patient was on an insulin glucose tolerance test requiring increasing large doses. Rn noted that the sheet and bed were wet upon inspecting the IV site and tubing she noted that fluid was leaking from the port closest to the patient. The tubing is saved and the leaking port identified with white labeling. We have not had any other reports on our unit of a similar issue. Patient suffered not harm."

Manufacturer narrative:
The customer¿s report of ¿leaking out of the side port¿ was confirmed, however, it is assumed the customer is referring to the smartsite port. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed on the set. Gravity testing revealed a leak due to a small hole in the blue piston of the middle smartsite of the set. The root cause of the piston damage/puncture is due to a manufacturing issue.